Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that there was high impedance issues on contacts 2 & 7 >10k ohms. No further complications were reported/anticipated. Additional information was received from the rep who reported they were made aware of the issue on march 06. Patient met with another rep in august where impedances were off but not affecting his stim and pain relief at the time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported the cause of the high impedances was unknown. No further complications were reported or anticipated.